Event description:
Further follow-up revealed that no autopsy was performed. The death certificate listed the immediate cause of death as asphyxia, due to (or as a consequence of) grand mal seizure. The pt was cremated.

Event description:
Vns pt had passed away. It was reported that autopsy results indicated that the pt probably had a seizure and became short of breath, resulting in a heart attack. The pt experienced a 50% reduction in seizures with the vns therapy. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Treating neurologist indicated that the relationship between the vns therapy system and the cause of death was unknown.